Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 1788 competitor implantable pacing lead implanted 2008 (B)(6); 7121 competitor implantable tachy lead implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The left ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.